Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose level was 200 mg/dl. Reportedly, the customer connected the pump to a power source and the pump turned on.